Manufacturer narrative:
The reported malfunction of "unable to discharge" was observed during review of the device history log. However, the reported problem could not be duplicated with the device. The monitor board was replaced as a precaution. The device passed full functionality testing. The reported malfunction of "failed self test for defib" was not replicated or confirmed. The logs showed no instances of a failed self test. The device passed bench handling and 30 joule testing. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a (B)(6) female pateint for cardiac arrest, the device failed to discharge. During subsequent testing the device failed self test for defib function. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.